Manufacturer narrative:
The device passed unexpected restart error test and displacement test. No unexpected restart error alarm or reset time and date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a recurring unexpected restart alarm. Customer's blood glucose value was 80 mg/dl. The customer was assisted with troubleshooting and stated that new battery did not resolve the issue and the insulin pump continued to alarm unexpected restart. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.